Event description:
This is report 8 of 12 for the same event. It was reported that when charging the battery device on the universal battery charger device, it was observed that the battery device would not charge. According to the report, the battery device started indicating ¿not charging¿ (red light). It was further reported that the battery device was tested with four universal battery charger devices. There were eight battery devices tested on four universal battery charger devices. The event was not reported to have occurred during surgery. It was not reported if there were any delays in the surgical procedure. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the middle contact for battery in bay 1 was loose, charger got hot and fan made unusual noise during the refresh step. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.